Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the inspection results are partly evaluated as plausible. According to the event description, an internal lens of the telescope was broken. During inspection, the service department identified a broken lens in the optical system. However, based on the described damage, it is assumed that the outside of the telescope was also damaged. The outer tube was very likely bent or dented, which then caused the broken lens. Based on the results of the investigation, the cause for all findings is very likely excessive force by the user. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the telescope had a broken internal lens. There were no reports of patient harm.